Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose was 148 mg/dl at the time of the incident. It was reported that the insulin pump was also receiving low battery alarm frequently during the last hours. Troubleshooting was performed and the alarms were cleared. It was reported that the issue has reoccurred within a week of troubleshooting previous occurrence. Additional troubleshooting could not be performed the pump not available now. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.